Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition, including the bent cannula, could have contributed to customer's infusion site infection and reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (arm) while wearing the device 72 hours or longer. The patient's blood glucose level reached 19 mmol/l (342 mg/dl). When the pod was removed, the pod cannula was found slightly bent. Patient reported bleeding, swelling, pain, inflammation, redness and purulent discharge at the infusion site. The patient went to saint luke's clinic and was diagnosed with infection at the infusion site. The patient was treated with doxycycline 100 mg and was discharged on the same day. The pod was removed prior to the clinic visit and a new pod was applied.